Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to dislocation occurred (B)(6) 2020. During this revision surgery, the surgeon increase the height of the humeral cup. 40/+3 humeral cup was removed and replaced by a 40/+9 humeral cup. Primary surgery occurred (B)(6) 2019 in another hospital.